Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb).the ventilator passed all testing.

Event description:
It was reported that the ventilator screen was changing colors and then goes blank. There was no patient harm reported.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.